Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was determined that drawer 4 failed. A field service engineer (fse) was unable to replicate the error with the drawer during the visit. The fse was informed that the customer had managed to resolve the issue independently. The fse advised monitoring the system over the week for any further issues. The fse confirmed that no current issue was found and communicated that the customer will reach out directly to the field service engineer if the error reoccurs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that the malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.